Event description:
N/a .

Manufacturer narrative:
Additional information received indicating the following: 1.was the surgery performed with a stereotaxy device? If yes, what type of stereotaxy equipment was used (manufacturer and model number)? Ans: no 2.how was the patient initially positioned for the surgery? Was the patient repositioned at any time during the surgery? If yes, explain how the patient¿s position had changed after initial positioning had been completed? Ans: unknown 3.what was the length of time the product was in use before the event occurred? Ans: unknown 5.was there a delay of surgery over 30 minutes? Ans: unknown 6.patient age and gender ans: unknown 7. Was there a revision/medical intervention required? Ans: yes, medical intervention 8. How much pounds of pressure was applied? Ans: unknown 9,what action was taken after the event occurred? (E.g. Was surgery continued, replaced the device, etc.) A: patient needed to have the abrasion stapled 10. Patient outcome/current condition? Ans: unknown 11. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center line of the skull? Ans: photo provided 12. Did each pin engage the cranium in a perpendicular approach? Ans: unknown

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield composite series skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield composite series skull clamp (a3059) was used for a craniotomy procedure and the skull clamp slipped which resulted in about an 8-inch laceration to the patient¿s scalp. Additional information has been requested.